Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is a defective motor. The motor has been replaced. Additional: a service history review revealed that this device was not previously serviced by baxter prior to this event.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding that the data card has been discarded per retention period documented on 20j baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report an infusor pump with a condition of: "during testing in the biomed shop, the led (light-emitting diode) lights lit up. The device alarmed and became inoperable after power up." There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that the pump would run for a few seconds then stop and go into constant alarm with all 3 leds lit. There was an interruption during delivery. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and is currently being evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.